Event description:
Leica microsystems received information regarding sub-optimal processing of tissue in 180 cassettes, using peloris tissue processor serial number (B)(4). The tissue samples were described by the complainant as over-processed, hard and brittle. The complainant also reported sub-optimal processing of tissue in approximately 390 cassettes, using peloris 11 tissue processor serial number (B)(4). On (B)(6) 2012, leica microsystems received information that not all tissue samples exhibiting sub-optimal processing were diagnosable. The complainant was not able to identify on which peloris rapid tissue processor these samples were processed and further specific details were to be provided. The most recent information obtained by leica microsystems from the complainant on (B)(6) 2012, indicates that three (3) or four (4) cases were not diagnosable and re-biopsy was required for one (1) case. The complainant was not able to confirm if these samples were processed on one or both of the peloris rapid tissue processors.

Manufacturer narrative:
Additional catalog #: 26.0008. Additional serial #: (B)(4). Additional manufacture date: 02/2012.